Event description:
It was reported that during the closing of the pacemaker pocket, the blade would not cut/cauterize; screen on the machine was white and settings were not showing.

Manufacturer narrative:
It was reported that during the closing of the pacemaker pocket, the blade would not cut/cauterize; screen on the machine was white and settings were not showing. The generator was re-started but after a few minutes, the blade again did not cut/cauterize. Physician changed to another electrocautery. The MFR is awaiting returned of the unit for eval. Once the investigation has been completed, a f/u report will be submitted.